Manufacturer narrative:
(B)(4). Batch m5336r. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with a gst60d cartridge loaded on the device. The returned reload returned partially fired 1/16. After further analysis the articulation mechanism was noted to be damaged as would not hold the articulation setting. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties noted. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device was disassembled to verify the internal components and the articulation bar was noted to be damaged. The device opened and closed without any difficulties noted. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation bar. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. While we have no reason to believe this contributed to the reported event, it should be noted that the device returned appears to have been used after the expiration date. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a hands-on, the device could not be fired with the jaws articulated during use. The jaws did not open, and the articulated shaft did not return to straight. The device was used through a trocar. The surgeon had an impact on the tip of the device, and the articulated shaft was returned to straight forcibly. But, the jaws remained close. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.